Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had duplicate addresses. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction information: section e initial reporter e-mail. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,08-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer had duplicate addresses and was inaccessible for medication. A technical support specialist (tss) dialed into the device and accessed the server. The tss unloaded the drawer from the server using the attached knowledge article unable to replace drawer (or cubie) due to loaded medications in the drawer in 1.6 and higher. However, the failed cubies were still visible on the station. The tss advised the customer to eject and reinsert the cubies, but this resulted in the creation of duplicate failed cubies. The tss then applied a data synchronization knowledge article (proper data sync 2.0 procedure), but the duplicate cubies still appeared. The tss took a backup of the database, replaced it with a fresh copy, performed a data synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had duplicate addresses. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.